Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the clinical study patient experienced a carbuncle. An ultrasound and lab work were performed and the patient was treated with antibiotics. The relationship to the procedure was reported as not related and the relationship to the hardware is possible. The event is ongoing.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, serial: n/a, batch: (B)(6).

Event description:
It was reported that the clinical study patient experienced a carbuncle. An ultrasound and lab work were performed and the patient was treated with antibiotics. The relationship to the procedure was reported as not related and the relationship to the hardware is possible. The event is ongoing. Additional information was received that the event was resolved.